Event description:
This incident has been reported by a plaintiff's attorney. They claim that on 2/24/94, during an emergency medical service, the user was exposed to large quantities of blood, while the luer adapter failed to operate properly in use.